Event description:
The above described device was placed in the left circumflex vessel of the pt on 10/2/1997. According to the physician, the initial result was good. However, a restenosis of the stent did occur. On 1/29/1998, another MFR's stent was placed within the grii coronary stent.